Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the right atrial lead exhibited 154 mode switches due to intermittent noise on the atrial channel. On (B)(6) during a routine defibrillator change out, the physician noted the atrial lead insulation was abraded due to friction with another device. The physician elected to repair the lead with medical adhesive.

Manufacturer narrative:
(B)(4).